Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported that during implant attempt of the right atrial and right ventricular leads, there was placement difficulty and multiple attempts were tried with the leads before obtaining an acceptable position. As the pocket was being closed up the patient had a decrease in blood pressure. An echocardiogram was performed and a pericardial effusion was observed. A perforation of one of the leads was suspected. Resuscitation efforts were performed but were unsuccessful.